Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 20759444. Product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: 18915126.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that device gives uncomfortable sensations. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components will not be returned as it was not released by the facility.